Manufacturer narrative:
Device has not been returned to manufacturer. Device was tested after the event on 13-feb-2019 by medtronic technical service in the (B)(4). Findings: device passed test without findings, patient cable was found broken.

Event description:
It was reported that the external pulse generator (epg) experienced no capture while in use with a patient. The epg has been returned for repair. No patient complications have been reported as a result of this event.